Manufacturer narrative:
Lot information was not provided and the product was not available to be returned for analysis. The optometrist stated that the patient admitted non-compliance of contact lens care by rinsing contacts with water. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optometrist reported to his sales representative that he had knowledge of a patient who was diagnosed with bilateral acanthamoeba keratitis. The optometrist received this information from an ophthalmologist at a local major hospital. The optometrist reported that the patient was given this diagnosis in (B)(6) 2016. The patient experienced symptoms of red eyes, photophobia and pain. Cultures were taken, however, results were not provided. Treatment included on-going antibiotics for 2 years. The patient¿s right eye recovered, however, the left eye was eviscerated in 2019. The reporting optometrist did not treat this patient. Per the reporting optometrist, the patient admitted non-compliance of contact lens care by rinsing contacts with water. No additional medical information was provided.